Manufacturer narrative:
It was noted that this device was not available for return. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pace impedances measuring greater than 2,000 ohms. No adverse patient effects were reported. This product remains in-service. Additional information was received which reported that this patient's rv lead was surgically abandoned and replaced due to a suspected lead conductor fracture. The device was replaced during the procedure and there were no device allegations at that time. No adverse patient effects were reported.

Manufacturer narrative:
It was noted that this device was not available for return. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This supplemental report is being filed to provide update to coding.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pace impedances measuring greater than 2,000 ohms. No adverse patient effects were reported. This product remains in-service. Additional information was received which reported that this patient's rv lead was surgically abandoned and replaced due to a suspected lead conductor fracture. The device was replaced during the procedure and there were no device allegations at that time. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to provide update to coding.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pace impedances measuring greater than 2,000 ohms. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pace impedances measuring greater than 2,000 ohms. No adverse patient effects were reported. This product remains in-service.